Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients implantable cardiac defibrillator (ICD) exhibited post paced t wave oversensing. No reported changes or intervention was performed to resolve the issue. The patient was in stable condition.

Event description:
New information received notes that on 12 apr 2021 programming changes were performed to resolve the issue. The patient condition was stable.